Manufacturer narrative:
Date of event: unknown. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the caps of bd microtainer® tubes with bd microgard¿ closure. Clot activator / sst¿ gel came off during use. There was no report of injury or medical intervention.